Event description:
It was reported that 1ml bd safety-lok¿ u-100 insulin syringe w/ bd ultra-fine¿ needle was used and the needle pierced through the cap. This was discovered during use. The following information was provided by the initial reporter: material no: 329464 batch no: 7278755. It was reported that a needle stick took place when a nurse attempted to recap after drawing up insulin. The needle when through the orange cap. Verbatim: just forwarding this to you has we had a needle stick when a nurse attempted to recap after drawing up insulin. The needle when through the orange cap. Unfortunately the original syringe was disposed of. She recapped prior to injecting the patient after she had withdrawn the insulin.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 1ml, 13mm, 29g bd safety-lok syringe with the blister pack from lot # 7278755. Customer states that a needle stick took place when a nurse attempted to recap after drawing up insulin and the needle went through the orange cap. The returned syringe was examined and no cannula through shield was observed. The cannula was not exposed as the safety sleeve was activated over the cannula. Since the cannula was not exposed, a needle stick could not occur. A review of the device history record was completed for batch #7278755. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200737860] that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1ml bd safety-lok¿ u-100 insulin syringe w/ bd ultra-fine¿ needle was used and the needle pierced through the cap. This was discovered during use. The following information was provided by the initial reporter: material no: 329464, batch no: 7278755. It was reported that a needle stick took place when a nurse attempted to recap after drawing up insulin. The needle when through the orange cap. Verbatim: just forwarding this to you has we had a needle stick when a nurse attempted to recap after drawing up insulin. The needle when through the orange cap. Unfortunately the original syringe was disposed of. She recapped prior to injecting the patient after she had withdrawn the insulin.